Event description:
Caller reported damage to the pump housing around the usb port, which affected the ability to charge the pump, though it did not cause the pump to shut down. The customer reverted to manual insulin injections for insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.